Manufacturer narrative:
Correction: additional information was received from the complaint coordinator. The following field has been updated: e.1. Initial reporter country code: united kingdom.

Event description:
It was reported that the syringe 1ml dn 25ga 5/8 sp120 tip separated from the barrel after being removed from the blister packaging and before use. The following information was provided by the initial reporter: "nature of the issue is that when the syringes are stripped from their respective blister packs, it is reported that the syringe heads are not secured to the barrel, so much so that the heads are actually coming away from the barrel.".

Manufacturer narrative:
H.6. Investigation: one hundred and forty 1ml syringes along with needles were returned for investigation by our quality engineer. Product was visually inspected, no damage or molding defects were observed on any of the syringe tips or needles that could have contributed to this incident. Tip and needle hub verification tests are performed within the manufacturing environment according to procedure, all samples were evaluated and met required specifications. Syringes were then connected to the needles, none resulted in any disconnections. A device history record review did not reveal any quality issues during the production of lot number 1707077 that could have contributed to the reported defect. It is important to properly attach the needles to the syringes to ensure the proper fit, pushing the needle while turning. Based on the available information we are not able to identify a root cause related to the manufacturing process.

Event description:
It was reported that the syringe 1ml dn 25ga 5/8 sp120 tip separated from the barrel after being removed from the blister packaging and before use. The following information was provided by the initial reporter: "nature of the issue is that when the syringes are stripped from their respective blister packs, it is reported that the syringe heads are not secured to the barrel, so much so that the heads are actually coming away from the barrel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml dn 25ga 5/8 sp120 tip separated from the barrel after being removed from the blister packaging and before use. The following information was provided by the initial reporter: "nature of the issue is that when the syringes are stripped from their respective blister packs, it is reported that the syringe heads are not secured to the barrel, so much so that the heads are actually coming away from the barrel."